Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial (B)(4), implanted: (B)(6) 2017, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot (B)(4), ubd: 24-feb-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 25 mg/ml dilaudid at 14.829 mg/day and 100 mcg/ml ketamine at 59.31 mcg/day via an implantable pump for an unknown indication for use. It was reported that the patient quit receiving pain control after his fight with his brother. The patient had been complaining that the pump was not working "for some time". The patient had gotten into a fight with his brother at their work and the brother pushed him into some heavy machinery. Since the fight, the pump was not working correctly. The hcp then performed a dye study on (B)(6) 2018, which came back normal with no kinks or breaks in the catheter. The catheter tip was noted to be at t6. The healthcare professional (hcp) decided to do a catheter revision on (B)(6) 2018 and the rep was made aware of the intervention on (B)(6) 2018. The hcp moved the catheter tip down to t10 by locating the anchor and removing and cutting the ascenda catheter, pulling the tip down, and re-anchoring and splicing the catheter. The patient was then given a 2 mg bolus that took 5 minutes. The hcp did this before he spliced the catheter to make sure the remaining catheter from the pump to the splice was intact. He then applied the splice after the bolus was done. The issue was considered to be resolved and the patient's status was noted to be "alive - no injury". No further issues were reported or anticipated. The patient's medical history included having 12 surgeries. The patient's concomitant medications included percocet and morphine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.